Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a blue screen prompted for a password, which the user was unsure of. The station was rebooted, but the issue persisted, and it was observed to be offline in remote smart service (rss). However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was stuck on a blue screen requesting a password. A field service engineer (fse) accessed the station via remote smart service (rss) successfully and found the station to an online state. Functionality was verified with the customer, confirmed the station was up and running. It was noted that windows server update services (wsus) was scheduled every tuesday at 3:00 am, and the issue was possibly caused by an interruption during a reboot while windows updates were running. The system functioned as intended after field service engineer investigated the device.